Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned measuring 22.4cm. A visual inspection revealed insulation abrasions from 13.7cm to 14.3cm and 15.2cm to 15.8cm from the connector tip. The etfe coatings of the is-1 cables were abraded at 13.9cm from the connector tip. The damage found is characteristic of friction with the ICD can.

Event description:
It was reported that an aborted vf episode was noted during a follow-up visit. Noise was observed on the ventricular and atrial leads. The physician suspected a header issue. The lead and device were explanted.